Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 200 mg/dl and sensor glucose was 400+ mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The customer was advised a replacement will be sent. The sensor will be returned for analysis, but the pump will not.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer clarified that they had issues with their transmitter and would like to have it replaced.